Event description:
It was reported patient underwent a revision procedure nine years post implantation due to instability. Articular surface prosthesis was exchanged without issues attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D11: medical device: vanguard cr ilok fem-lt 65 item # 183028 lot # 098640, polished finned tib tray 71mm item # 141253 lot # 2013101562, palacos r + g (1x40) item # 66022663 lot # 77794358. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned by hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates no complication during surgery. No other information was provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.